Event description:
Product specification incorrect. Water content claimed by MFR to be 58%. Actual water content is 54%. Contact lens have no uv blocking properties contrary to claims by MFR. Dates of use: (B)(6) 2012. Reason for use: for eyesight correction.